Event description:
Customer's husband received result of 1.9 mmol/l on the advantage system and a result of and 5.8 mmol/l on a professional aviva system within 10 minutes. The advantage meter was not coded correctly. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number 491068, expiration date 11/30/2013). Reference medwatch report with (B)(6) for the suspect device used in the advantage system.